Event description:
As reported on smart study (B)(4), device deficiency stent thrombosis/occlusion and in-stent restenosis. The patient underwent an index endovascular procedure for symptomatic peripheral artery disease involving the left superficial femoral artery, treated with a single s.m.a.r.t. Flex vascular stent (5 mm diameter × 60 mm length) following successful lesion crossing and pre-dilatation with a semi-compliant balloon. The lesion measured ~45 mm with 100% stenosis pre-treatment, reduced after pta and ultimately to 0% residual stenosis post-stent implantation. The stent was fully deployed and expanded with adjunct balloon dilatation, with no intra-procedural complications or adverse events reported. The procedure was performed via femoral ipsilateral access (5f sheath) under local anesthesia, and the patient was discharged after 2 days. At approximately 104 months (~8.5 years) post-procedure, follow-up assessment identified device deficiency characterized by stent thrombosis and an associated serious adverse event of in-stent restenosis with stent occlusion, considered moderate in severity and probably related to both the device and procedure. Imaging (CT) confirmed 100% restenosis (>50% threshold) at the target lesion. Management was conservative with medication, without repeat revascularization. The adverse event remained unresolved at last follow-up. No earlier interim follow-ups were documented, and no additional follow-up beyond this timepoint was available. Overall, the smart stent functioned as intended during the procedure with successful deployment and immediate outcome but demonstrated late failure manifested as thrombosis and restenosis at long-term follow-up, without subsequent intervention.